Event description:
The customer called and reported the insulin pump had alarmed with motor error and motor position encoder error. Customer was trying to rewind the insulin pump following these alarms and received a no delivery alarm. Customer's blood glucose was 76 mg/dl. The customer stated the insulin pump had not been exposed to a strong magnetic field. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.